Manufacturer narrative:
Initial.

Event description:
It was reported that clinical staff attempted to start a freestyle libre 3 plus sensor, and the sensor entered warm-up paired to the libre mobile app rather than the ilet app, resulting in the ilet system indicating the sensor was in use by another device. No adverse clinical symptoms reported. Outcomes included no impact on health or hospitalization. User support included troubleshooting and user education with the nurse about correct pairing requirements. Investigation of this case revealed user setup error, as libre 3 plus sensors used with the ilet system must be paired exclusively through the ilet app to enable proper communication. It was concluded, based on previously established findings for similar reports, that the cause was user error related to pairing the sensor to an incompatible application.